Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device, and there were no complications reported post-procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was discarded and will not be returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. The device has not returned for analysis, and no image or procedural media was received from the customer. A clear conclusion for the reported balloon material rupture cannot be established.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device, and there were no complications reported post-procedure.